Event description:
Chief complaint: shortness of breath upon coming to clinic for routine blood work, pt. Experienced sob, but no associated pain. Pt therefore presented to the ER for evaluation. Pt was admitted to oncology serv. To rule out myocardial infarction and to determine the cause of their sob. A chest CT scan obtained demonstrated pleural and pericardial infusions as well as a diffuse, patchy, ground glass opacification in the right hilar and upper lobe regions.